Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that "staff attempted to flush a powerpicc sv for a sedation case where "significant" resistance was noted when performing a hand bolus injection. Staff were concerned of this and sought information from the product information sheet which states the maximum flow rate is 5mls/s 300psi. To add to this, the hub of the powerpicc sv displays 2.5ml which is actually a psi of 144. This is a great discrepancy and is not suitable for some CT pressure injections, compromises image quality and patient safety if 5ml/sec is attempted for CT angiograms."